Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified high impedance within the battery condition. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.